Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power error noted during testing. However, power error and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit was received with cracked retainer, minor scratched display window, damage keypad overlay texture and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.